Manufacturer narrative:
During the eval of the device at the manufacturer's service center, a sensor detection failure was observed. The ventilator's sensor board was replaced to address this issue.

Event description:
A ventilator was returned to the manufacturer for service. No harm or injury was reported.